Event description:
Physician reported "several episodes of prosthesis cold with swelling of the breast, pain and redness", "mastitis in the left breast with a painful, erythematous swollen breast", "3rd episode of erythema in the breasts", and "a periprosthetic fluid layer in the inner quadrants of the left breast". The device remains implanted. This record is regarding the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a periprosthetic fluid layer in the inner quadrants of the left breast."

Event description:
Physician reported "several episodes of prosthesis cold with swelling of the breast, pain and redness", "mastitis in the left breast with a painful, erythematous swollen breast", "3rd episode of erythema in the breasts", and "a periprosthetic fluid layer in the inner quadrants of the left breast". Physician has further confirmed device has been explanted and "a crack in the back patch" was found. This record is regarding the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., b.5., b.6., h.6., h.11.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: product discolored: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: d.6b, h.6.

Event description:
Physician reported "several episodes of prosthesis cold with swelling of the breast, pain and redness", "mastitis in the left breast with a painful, erythematous swollen breast", "3rd episode of erythema in the breasts", and "a periprosthetic fluid layer in the inner quadrants of the left breast". Physician has further confirmed device has been explanted and "a crack in the back patch" was found. This record is regarding the left side.